Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the competitor guidewire stuck in it. The guidewire tip kink/buckle was observed inside the lead distal end. Distal end of the lead obstructed by guidewire stuck in the distal tip nose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guide wire became stuck in the left ventricular (lv) lead during implant. A different lead was used in its place. No patient complications have been reported as a result of this event.